Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative went to the site to test the equipment. It was confirmed that the screw was broken and the part was replaced. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the screw on the spin clamp was damaged. It was noted that the damage was due to normal use. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that sterilization detected that the screw from the spine clamp was broken. Instrument was replaced to resolve the issue.